Event description:
It is reported that while implanting the tm modular shell, the retaining screw of cup inserter failed. Surgeon had to retrieve broken portion still screwed into shell.

Manufacturer narrative:
Evaluation summary: the hybrid offset shell inserter was returned and reviewed. The instrument was returned in a worn state (with nicks and dings along the instrument body), thereby indicating previously effective execution. There was also damage to the distal tip indicative of user misuse in the form of impaction. The surgical technique, as well as etching on the actual instrument, stated that the device should not be used with adapters. If used correctly, the adapters transfer impact forces onto the whole of the inserter. In this case, it appears as if the instrument was used in proper fashion ( as the inner weld was not sheared), but it is probable that the forceful impaction in the bolt region created a stress concentration in this area causing it to fracture. No other info was supplied in regards to impaction forces, frequency for use, or even the threading depth of the bolt. Results and conclusions: as returned, the head of the retaining screw has fractured and remains in the inserter body. Device history records indicate all components were manufactured and inspected to specification. The specimen has a potential field age of approximately 16 months.